Event description:
Customer called regarding the damaged strips and the meter allegedly giving error 5. They reported feeling symptoms, however, the actual symptoms were not specified. They ate food and/or drank beverage. There was no evidence of an adverse event, based on the info provided. The customer contacted medical professional for advice. The customer service rep tried troubleshooting and the meter still gave error 5. The test strips were replaced due to an unresolved issue.